Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). Within 2 months, the estimated battery longevity decreased from 1.5 years to 4 months remaining. A replacement procedure is expected to take place within the next 5 weeks. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and subsequently discarded. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). Within 2 months, the estimated battery longevity decreased from 1.5 years to 4 months remaining. A replacement procedure is expected to take place within the next 5 weeks. This pacemaker remains in-service at this time. No adverse patient effects were reported.